Event description:
It was reported that the patient passed away due to heart failure with reduced ejection fraction and cardiogenic shock. Upon implant, the patient was found to have severe biventricular dysfunction and was placed on a right ventricular assist device (rvad). Post-operation course had become complicated due to the presence of significant right ventricular failure, which required the use of high does inotropes and pressers. The patient also developed an acute kidney injury (aki), which required continuous veno-venous hemodialysis (cvvhd), hepatic failure, as well as respiratory failure with multiple failed extubations. The patient also developed hemolysis and had gastrointestinal (gi) bleeding. Those events had occurred overnight. The following morning, events continued to worsen and the family decided to withdraw support. The left ventricular assist device (lvad) flows dropped and eventually stopped, most likely due to thrombus. The patient passed away peacefully. The device functioned as intended and the pump was not returned. The death was not considered to be device related.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between the reported events and the heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation and a specific cause for the reported events could not be conclusively determined. It was also noted that the device functioned as intended, whether the outcome was device or therapy related was not provided, and the pump will not be returned. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including death, right heart failure, thrombus, hepatic dysfunction, renal dysfunction, bleeding, respiratory failure, and hemolysis. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The IFU also explains that changes in patient conditions can result in low flow. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This document describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.